Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was low high voltage lead impedance (hvli) noted on the right ventricular (rv) lead. A lead revision is anticipated to resolve the event; however, no action has been taken at this time. The patient was stable with no consequences.

Event description:
Additional information received indicated that the lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, only the distal end of the lead was returned for analysis. Visual inspection of the lead found an external insulation abrasion in one location proximal to the suture sleeve tie down impressions consistent with friction to the device can breaching the right ventricular cable lumen with both ethylene tetrafluoroethylene (etfe) cable coatings abraded and one of the cables abraded through. An optim sheath-only insulation abrasion was noted in one location consistent with friction to the device can with no damage noted to the silicone insulation beneath. The reported event of high voltage lead impedance (hvli) was confirmed and was isolated to the exposure of the right ventricular conductor cable in the abrasion zone.